Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 12. The hinge ot the insert was found to be broken. A small part of the hinge is broken oft but not returned. The pull rod is showing dents and scratches, which indicates contact with hard objects. The cutting edges are dull they are showing usage marks and dents. The root cause tor the breakage most likely is too high force initiation due to dull cutting edges. During investigation no indications tor a material or manutacturing related failure were tound. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that there was event with a scissors insert. According to the information received, the incident occurred during lap cholecystectomy. Operation initated by two surgeons and one scrub nurse at 15.30 but operators replaced 16.30 due to new team scheduled. Procedure performed w/o problems. Clip on duct. Cysticus and cut with the hook scissors. Xray control followed by more clips. When then trying to cut further, the whole frontal part is broken and lost in the abdomen. They started looking for the part outside the patient w/o result and when checking with xray they found the part above the liver. They could extract it w/o problems. Additional patient information is not available.